Event description:
The manufacturer received information alleging particles in the tubing chamber, caughing oxygen is 88% experiencing dizziness, device is noisy, device/power cord or supply caught fire, nasal/throat irritation or soreness related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.